Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the intensive care unit when the patient went into cardiac arrest. The patient had a tamponade issue and an unspecified issue on the ra lead. Lead was capped on (B)(6) 2017 and a new lead was implanted. No further information available.

Event description:
New information: new information received states that lead dislodgement, no capture issue, lead insertion failure and lead retraction failure issues were observed on the ra lead. No further information available.